Event description:
It was reported that suture placement was successful using the proglide device in an unspecified vessel using the preclose technique prior to a core valve interventional procedure. Reportedly, the sutures were successfully deployed; however, hemostasis was not achieved. A cut down was done to suture the vessel closed. The physician felt the need for a cut down was due to the elasticity of the patient's vessels. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device is being reported under a separate medwatch report number.